Manufacturer narrative:
Unk if sample is available for investigation.

Event description:
The event is reported as: alleged issue: per medwatch received (B)(4) 2013: curette tip broke off into pt while md was trying to remove locking plate from left radius. The original intended procedure was hand surgery, removal of locking plate. No reported pt injury.